Manufacturer narrative:
Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. However, this event is related to a non-conformance where the duracon augment may puncture the sterile barrier systems. As a result, these products were recalled under ra2015-105. Based on the information provided, it is unclear if the device was implanted before or after the product recall. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
During a recall notification event of duracon augment, the doctor has reported a post operative infection relating to duracon augment surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. As catalog and lot codes were not provided in this report, we cannot confirm if the reported device is included in the recall. Not returned to the manufacturer.

Event description:
During a recall notification event of duracon augment, the doctor has reported a post operative infection relating to duracon augment surgery.